Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of over 300 mg/dl. It was reported that the customer was hospitalized several weeks ago. The customer was hospitalized due to a tooth infection and high blood glucose levels. The customer reported calling emergency medical services because she could not get her blood glucose levels to go down. The customer reported checking her infusion set upon being released from the hospital and found that the cannula of the infusion set was bent. No additional information was provided.